Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient had no reported symptoms. It was noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was discharged.